Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 through (B)(6) 2024 due to peritonitis. Follow-up with the patient¿s point-of-contact (poc) confirmed the patient is recovering and is no longer experiencing any abdominal discomfort. The patient is reportedly still utilizing the same liberty select cycler as before the hospitalization, and no fresenius device(s) and/or product(s) issues were reported. Prior to ending the call, the poc stated she was about to administer the patient¿s daily intraperitoneal (ip) antibiotic (drug, dose, duration not provided). Furthermore, the poc reported the cause of the peritonitis is unknown.

Event description:
On 28/jun/2023, fresenius became aware (via patient¿s daughter) this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient¿s point-of-contact (poc) confirmed the patient is recovering and is no longer experiencing any abdominal discomfort. The patient is reportedly still utilizing the same liberty select cycler as before the hospitalization, and no fresenius device(s) and/or product(s) issues were reported. Prior to ending the call, the poc stated she was about to administer the patient¿s daily intraperitoneal (ip) antibiotic (drug, dose, duration not provided). Furthermore, the poc reported the cause of the peritonitis is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, which required hospitalization and antibiotic therapy. The etiology of the patient¿s serious adverse events is unknown; therefore, causality cannot be established. However, according to the patient¿s poc the patient continues to utilize the same liberty select cycler without reported issue. Per the poc, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient¿s point-of-contact (poc) confirmed the patient is recovering and is no longer experiencing any abdominal discomfort. The patient is reportedly still utilizing the same liberty select cycler as before the hospitalization, and no fresenius device(s) and/or product(s) issues were reported. Prior to ending the call, the poc stated she was about to administer the patient¿s daily intraperitoneal (ip) antibiotic (drug, dose, duration not provided). Furthermore, the poc reported the cause of the peritonitis is unknown.

Manufacturer narrative:
Correction provided in b5 and g2.